Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead were involved in an attempted system explant due to infection. At the time of revision the device was explanted without issue but the lead helix could not be retracted preventing extraction of the lead despite multiple attempts and techniques to free it. The lead was surgically abandoned until several days later at which time it was surgically extracted. No additional adverse patient effects were reported.